Event description:
Vague report of pump overinfusing an unknown medication on a pediatric pt in the ER. The pump delivered the medication twice as fast as intended. No medical intervention was needed and no pt injury resulted.